Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired with the dexcom app but failed to pair with the ilet until troubleshooting steps were performed, including toggling sensor type settings, cycling bluetooth, and restarting the ilet; the issue was characterized as intermittent communication failure involving the ilet¿s wireless interface component consistent with antenna and electrical/magnetic elements. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, with intermittent communication failure associated with the antenna and related electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.